Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had declared some non-sustained episodes. Review of the therapy detail noted oversensing with pacemaker inhibition.